Manufacturer narrative:
UDI: (B)(4). At this time, no additional information is available. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized for heart failure and a decreased ejection fraction, unrelated to the s-ICD system. While the patient was in the hospital, it was observed from an x-ray that the electrode had migrated and the tip was positioned on the right side of the sternum instead of the left side. Signals appeared small in primary and secondary. No surgical intervention has been taken and the patient has since been discharged from the hospital. The sensing was adjusted with a 2x gain. The patient is scheduled to be seen in the clinic in mid-december for a device check and to discuss next steps. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, no additional information is available. If additional information becomes available, this report will be updated.

Event description:
Additional information was provided that the patient did not show up for his appointment in mid-(B)(6). The clinic is still trying to get an appointment scheduled with the patient.